Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up this device presented a significant decrease in battery longevity indicative to premature battery depletion. This device has been explanted and is no longer in service. No patient adverse effects have been reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up this device presented a significant decrease in battery longevity indicative to premature battery depletion. This device as far as the information that has been provided is currently still implanted and in service. Next course of action will be determined at the next patient follow up appointment, currently awaiting additional information from the field representative. No patient adverse effects have been reported. Should further information be provided a follow up report will be submitted.